Manufacturer narrative:
(B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was air leakage detected? No further information is available. How was the case resolved? No further information is available. Was another drain needed to correct the situation? No further information is available. Was a new drain placed surgically during a second procedure? No further information is available. Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a drain was used. During surgery. A drain was placed in the operative field, and negative pressure was applied after the wound was closed, but suction could not be done. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: d9, h6 component code: g07002 product not confirmed. H3 evaluation: one used sample of drain received for evaluation, without trocar. Sample was visually checked and no discrepancy found. Performance of drain verified with reservoir and found satisfactory. External factors like improper handling and improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.